Event description:
Pt had jp drain in back post. Lumbar laminectomy. When the pt's dressing was checked, the nurse noted increased drainage and a broken jp drain. An x-ray revealed a piece of the jp remaining in the pt's back. The pt was returned to surgery the next day for removal of the remaining jp drain. The removal was completed under local anesthesia and the drain removed was sent to pathology.